Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Missing lot information has been requested. A follow up report will be submitted when the information becomes available. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation.

Event description:
(B)(4) - the dentist reported that 8 months after dental implant was installed in patient¿s mouth, its loss of osseointegration was observed. No further information was provided.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Missing lot information has been requested. A follow up report will be submitted when the information becomes available. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation.

Event description:
(B)(4). The dentist reported that 8 months after dental implant was installed in patient¿s mouth, its loss of osseointegration was observed. No further information was provided.